Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. The damages found during analysis occurred as a result of the lead being placed in a particular orientation during the attempted implant. Labeling changes will be implemented to warn about the possibility of lead perforation under certain conditions. (B)(4). Conclusion: no manufacturing defect was identified during the course of these investigations. However, analyses have determined that if the lead is not free to "straighten out" sufficiently while the stylet is advancing through a significantly curved region of the rv defibrillation coil, then the stylet tip can insert itself between the coils of the multi-filar winding, and thus begin the perforation. The damages associated to the lead in this case were identified to have been caused during the implantation attempt. The following damages were identified: perforation to the insulation under the rv defibrillation coil, svc coil deformation, distal coil deformation, and a sectioning cut of the lead.

Event description:
During an implantation attempt, the associated stylet reportedly perforated the lead at the distal end. Another lead was subsequently implanted.